Event description:
It was reported that the physician was concerned about rising threshold and a change of position of the lv (left ventricular) lead. It was also reported that the battery life was less than projected due to the output needed to capture the lv. The device and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found. (B)(4): no anomalies found, however there was blood on the tip electrode, the proximal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage; full lead returned and analyzed.